Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was in the intensive care unit (ICU) experiencing bradycardia. They tried disabling the device with the magnet, but the patient's heart rate kept dropping. They were unable to confirm if the device was disabled without a programming system. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected event description, initial report: inadvertently left out part of event f10. Corrected health effect - impact code, initial report: inadvertently left out f2304 coding. H6. Corrected problem codes - type of investigation, initial report: inadvertently left out b01 coding. H6. Corrected problem codes - investigation findings, initial report: inadvertently left out c19 coding.

Event description:
It was later reported that the device was disabled in efforts to resolve patient's symptoms. No other relevant information has been received to date.